Manufacturer narrative:
Product event summary: the full lead in portions was returned for evaluation. The proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant: model: d314drg, ICD; implanted: (B)(6) 2012.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were extracted due to an infection. It was also noted the rv lead exhibited high impedance and oversensing noise. A lead fracture is suspected. Both the ICD and rv lead have been extracted and replaced. No further patient complications have been reported as a result of this event.